Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a primary breast augmentation with mentor memorygel 500cc silicone breast implants which the report indicated low firm capsular contracture and pain on both sides, more on left, and possible rupture after implantation. The issue was confirmed by the physician. As a result patient is schduled for removal on (B)(6) 2019. This report is for the right side.

Manufacturer narrative:
On 10/4/2019, additional information received indicated that the patient was not medically cleared, therefore date of explantation on (B)(6) 2019 was cancelled. Manufacturer¿s reference number: (B)(4).